Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal the tampon unraveled and half of the tampon came out with the string leaving the other half inside. She manually removed the remaining tampon piece.